Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had low battery issue. The customer¿s blood glucose level was unknown. The customer changed the battery as per standard requirements. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.